Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (error code e116) was not confirmed or duplicated. The device met all specifications during testing. The memory module was to be replaced as a precautionary measure. Service did find the device was slightly dusty around all components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was exhibiting an intermittent issue. The power light would turn on, but the device would display an e116 error code (otv error) and they were not able to use the device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No device problem was identified, therefore a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.